Event description:
Pt woke up in bed with her pajamas and sheets wet from tpn leaking. Upon investigation, pt's mother stated tpn leaking from 1.2 micron air filter which is in line. There are 2 tiny holes in filter to allow air to be removed and mother states tpn fluid was leaking from those 2 tiny holes. Mom states this is the 2nd IV tubing this week which has leaked at the same location.